Manufacturer narrative:
E1: initial reporter address 1: (B)(6) hospital.

Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery (lad). A 38 x 2.75 mm promus elite drug-eluting stent was deployed in the distal lad and afterward, a 32 x 3.00mm promus elite drug-eluting stent was deployed from the proximal to mid lad overlapping with the distal stent. When the physician checked angiography, it was noted that the 32 x 3.00mm stent had recoil and was not fully opened. Post dilation was performed with a 3.50 x 12mm non-compliant balloon at 18 atmospheres. However, following post dilation, the proximal part of the stent was noted to be fractured or broken into two parts. Another 3.50 x 12mm drug-eluting stent was deployed at the proximal lad to cover the fracture and complete the procedure successfully. The patient was fully recovered.